Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope exhibited cv-290 connection b-30 lights error during preparation for use. The intended procedure "confirmation of an anesthesia intubation" was completed using a similar device. Additionally, during evaluation of the device, the coating was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both initially reported as well as found during the evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. The customer's reported issue of a e30 scope error and coating peeling was confirmed. The following additional findings were also noted: the bending angle in up direction does not meet the standard value, due to elongation; fluid invasion from various parts of the device; image guide protector had a cut; discoloration, deterioration and deformation various parts of the device; up/down plate is sticky; bending rubber had a chip; light guide bundle was slipping down; defective circuit or shielding configuration; poor continuity of the insertion site; the curved rubber adhesive part is missing; universal cord is sticky due to water leakage; image guide protector had a cut; deterioration or discoloration due to cleaning; deformation and breakage throughout device; light guide bundle was slipping down; and the insertion tube oredome is broken due to an external factor. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported events is presumed due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or the components including ic chip and capacitor, mounted on the electric circuit board had a defect. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 1. Inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 2. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the endoscopic image] 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Olympus will continue to monitor field performance for this device.